Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 176 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp at the time of the phone call. The customer stated that there was a crack on the display screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.